Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a few years ago from the date the manufacturer was made aware. D6b: explant date: few years ago from the aware date. Additional suspect medical device components involved in the event: product family: scs-adapters upn: m365sc9004350 . Model: sc-9004-35 . Serial: (B)(6). Batch: 21680276/21711004.